Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter .product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from a company representative regarding a patient receiving intrathecal dilaudid (concentration 30mg/ml; dose 6mg/day) via an implantable infusion pump. Patient history included non-malignant pain and post lumbar laminectomy syndrome. On approximately (B)(6) 2015 the patient bumped the pump on something and developed a sore. The patient had skin breakdown at the pump pocket. A couple of days later she bumped it again and the sore/wound opened up and was draining. The patient was started on antibiotics and the decision was made to replace the pump at a new location. On (B)(6) 2015 the pump was surgically replaced and relocated from the left flank to the left buttock. The pump was discarded by the customer. No device or therapy issue was reported and no diagnostics or troubleshooting was performed. Patient status at the time of the report was alive with no injury.